Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patients were displaying as discharged. The customer reported that after rebooting the station, no functions were operational. A facility search was performed, which showed multiple patients as discharged, and the intended patient could not be located. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were showing discharge. A technical support specialist dialed into the station and observed no failed icons; reviewed datasync logs with no errors found; confirmed the customer could search patients via facility search but not via my patients; dialed into the server (pes) and verified the affected patient was present with status admitted and device settings were correct; reviewed services on the station and found bd maintenance service disabled, enabled and started the service; cross-checked with another station (4n2) where the service was running normally; checked remote support service (rss) login history on 4n1 and ran a station purge query with recent selection date aligned to last activity; after enabling the service, the patient list began displaying correctly; contacted the customer for validation and confirmed patient search is now working with discharged patients no longer appearing. The system functioned as intended after the technical support specialist troubleshot the device.